Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. A review of manufacturing history revealed that six (6) units were released for distribution on august 8, 2012. A review of sales and complaint history confirmed that a majority of the lot has been invoiced with no other reported issues. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-03100 / 03101).

Event description:
It was reported patient underwent an orthopedic salvage procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to the oss collar separating. The collar was removed and replaced. Another revision procedure took place on (B)(6) 2013 due to the oss collar separating. In the second revision procedure, the collar was removed and replaced and two cables were used instead of fusion nails to secure the collar.